Event description:
It was reported that the ilet pump became unresponsive on the upper portion of the touchscreen during an attempted pairing of a new g7 sensor, and the user observed a crack extending across the display; a restart did not resolve the issue, and a replacement device was arranged. Symptoms included loss of device usability due to the unresponsive and cracked screen. Outcomes included interruption of normal therapy and the user planning to consult a healthcare provider regarding backup therapy. Investigation included remote troubleshooting and education. Investigation of this case revealed a damaged display consistent with a cracked or delaminated screen causing loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display, resulting in functional failure of the touchscreen.